Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # c01a, 510k # k180700 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent percutaneous kyphoplasty (bkp) at t12 due to primary osteoporosis (compression fracture). Intra-op, at the time of filling the cement while checking the sagittal and frontal image, it was found that the cement had leaked from the right lateral wall. Filling of cement was stopped at that stage. The procedure was however completed with the same cement; and no patient complications were reported as a result of this event.